Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed error message and event queue overflow and telemetry lockout on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.